Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a final report.

Event description:
Information was received that the user was re-implanted. Despite inquiries, the reason for the explantation is unknown.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted on (B)(6) 2017. Reason for explantation is unknown.